Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) electrical testing for ground bond failure indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Internal /external inspections were performed and no problems were found. The assignable cause of the rite ground bond failure was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.